Event description:
Add'l info rec'd from MFR 8/28/03. The model number of the device is 144-248-001. The manufacturing lot number is unable to be determined. The suspect monitor was not identified in any way for mabis to evaluate. Store will accumulate products throughout the month, and return them to mabis for credit. The return is handled through distribution centers from the various regions across the country. This makes it impossible to identify the exact blood pressure monitor that is mentioned in the report, without it being specially marked for evaluation. There are no further details available about the incident. It does state that the consumer has been reimbursed for the purchase price. Without having the sample to evaluate, there was no failure analysis conducted. Rossmax international, the MFR of this model blood pressure monitor, is providing the accompanied info. They have provided the following: pre-production product review, risk analysis report, essential requirement of the medical device directive report, comparison test data report (the comparison is between the digital monitor and 2 nurses using mercurial units), test report for general safety, medical electrical equipment, part 3, supplemental requirement report for electro-mechanical blood pressure measuring systems. The only info made available is the report, it is unknown whether there was a problem with the device or how it was being used. The date of the report is february 26, 2003. Mabis was made aware of the event may 13, 2003. To the best of mabis' knowledge, the blood pressure monitor has been returned to mabis through one of the store's distribution centers. To offer some background info, mabis has sold thousands of these units without a prior incident being report. There is no question that the person using the monitor, has a great deal of influence upon the readings obtained. It has been mabis' experience that blood pressure readings that are perceived to be inaccurate, are in may instances dircetly related to the method being practiced by the consumer. Mabis is unable to determine the root cause for this incident without having the exact unit in question.

Event description:
Consumer purchased a relion bp monitor from the local store, to monitor their blood pressure at home while trying to decrease their medication. The monitor read 180/110, so they started to increase their medication. When they returned to work they checked their blood pressure on 2 monitors, bp was 90/70. The relion monitor was still giving a reading of 180/110. Three other colleagues received similar results. Consumer called the pharmacist at the store to alert them to potential problems, who replied that no other complaints had been received. However few members of the public have access to calibrated monitors as the consumer does. They returned the problem product a week later and was promptly reimbursed, but with little interest shown about the faulty product. Other relion monitors were still on the shelves. They emailed the store whose only response has been that they will check it out, that was 10 days ago. Consumer is concerned that others may increase their medication and become hypotensive, possibly fainting while driving.